Event description:
It was reported that one month post lead implant, the capture threshold has risen from 0.5 volts to 2 volts. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.